Event description:
A malfunction alarm was reported with a malfunction code of malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was instructed to call back if the malfunction code recurred. The pump was reset successfully, and the customer could continue using it without any further issues.